Event description:
Report received from the USA stating that the device had a broken pressure gauge. There were no pt or user injuries reported. It is unk if the event occurred during surgery or if medical intervention was needed. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).